Event description:
It was reported that, "see attached pre-op office note and operative notes of 1996 primary tha and 2008 revision".

Manufacturer narrative:
Device is not available for eval. No eval will be performed. Add'l info, has been requested and if received, will be provided on a supplemental report.